Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.

Event description:
In this event it was reported that after use of thermaseal, a pt had experienced an adverse reaction resulting in post-operative pain and periapical inflammation. The doctor decided to extract the pt's tooth.